Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the blue insulation is chipping off of the precise jaws. The surgeon used two instruments to remove the material from the patient. There was no blood loss, no tissue damage and no patient injury.